Event description:
It was reported that the patient underwent transplant on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of right heart failure could not conclusively be established through this evaluation. The patient presented with right heart failure on (B)(6) 2019. The patient was reportedly treated with a vasodilator and uplisted for transplant. The patient subsequently underwent a transplant on (B)(6) 2020, and it was reported that the device was operating as intended. The pump was returned assembled with the pump cable severed approximately 6¿ from the pump header, and the distal portion of the pump cable measuring approximately 19.5¿ was returned connected to the modular cable. Approximately 8¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. The pump appeared to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transplanted as bridge to transplant and underwent routine transplant on (B)(6) 2020 (about 7 months after this product event). According to information provided, the patient was listed in a normal transplant list. There was no device or therapy issue associated with patient outcome, and there was no device issue that could have accelerated the patient on the transplant list. The device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient admitted with right heart failure on (B)(6) 2019 and was uplisted for transplant. Milrinone initiated at 0.35. No further information was provided.